Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed during the prime test as a result of a protruded/loose drive support disk. The device was received with cracked display window corners, reservoir tube lip, belt clip slot, and scratched screen.

Event description:
The customer reported that the insulin pump alarmed. Troubleshooting was performed, and no damage to the drive support cap noted. Advised the caller to discontinue the use of the device and revert to back up plan. No further information was provided.